Event description:
Beschreibung vom kunden: der vorfall ereignete sich am 10.02.2023 mit einem patienten. Im niv-modus: inspiratorische unterstützung auf 8 und peep auf 5, verwendete maske angepasst und kein leckagealarm. 1. Punkt das tidalvolumen wurde nicht angezeigt. Die freq. Stieg auf 70, dann nach 10-12 s eine pause mit nur 2-3 ein-/ausatmungen und dann wieder auf 70. Die benutzer haben versucht, die freq. Auf 0 zu stellen, da ging es von 70 auf 50 runter. Anschliessend schalteten die benutzer den respirator manuell aus und führten die kalibrierung erneut durch, aber auch danach trat das oben genannte problem wieder auf.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: no further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. The root cause was determined to be user error. In consequence the users were retrained. There was no reported patient or user harm.